Event description:
The biomedical engineer reported that the spo2 readings for the zm transmitter were intermittently dropping at the central nurse's station (cns) and would come back with a lot of artifacts. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the spo2 readings for the zm transmitter were intermittently dropping at the central nurse's station (cns) and would come back with a lot of artifacts. They tried different batteries, spo2 cables and probes, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/27/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/03/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 07/12/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the spo2 readings for the zm transmitter were intermittently dropping at the central nurse's station (cns), then would come back with a lot of artifacts. They tried different batteries, spo2 cables and probes, but the issue persisted. No patient harm was reported. Investigation summary: we were unable to confirm the reported issue. A definitive root cause could not be determined. However, the customer confirmed the issue had been resolved. The customer confirmed they replaced the spo2 board, buttons, front and center case on the device. More than likely the faulty spo2 board was causing the spo2 to drop out. We have also identified several potential causes of sp02 probe related issues. Spo2 cable/probe-sensor: as a cable is required to connect the probe to the spo2 module, failure of the cable is likely to contribute to spo2 issues. Improper connection by way of improper seating or connection port may also cause spo2 reading failures. Users should verify that all cable connections are secure before monitoring a patient. Use of unauthorized probes or cables is likely to lead to spo2 issues. Cables can become damaged because of mishandling or wear and tear. As this module is mobile, impacts from normal use may contribute to damage of the exterior closure and internals of the device. Failure modes such as these would be immediately noticed by the user and promptly addressed. A serial number review of the reported device (zm-531pa, serial number (B)(6)) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The biomedical engineer reported that the spo2 readings for the zm transmitter were intermittently dropping at the central nurse's station (cns), then would come back with a lot of artifacts. No patient harm was reported.